Manufacturer narrative:
Device expiration date: n/a. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a needle clog occurred with bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "material no. 320122, batch no. 7228714. It was reported that insulin flow stops during injection. When the needle is removed from site, patient end is bent. Sometimes straightens needle and finishes injection, sometime uses a second needle to complete injection. (B)(4) records same issue of clog and bending patient end on unknown occur dates. Verbatim: consumer reported during injection, the insulin flow with stop before dispensing her complete 38 units. When she removes the needle, the patient end is bent, she straightens it out, than re-injects to complete the dosage. Stated other times it's happened, she'll use a second pen needle to complete dosage. Stated she always primes before use. Stated she injects at an angle with the nano pen needle. Lot: 7228714, item: 320122, no expiration date. Stated it happened once last night at her bedtime. Other occurrence dates with this box, unknown. Consumer stated she was injecting wrong and its not the pen needle."